Event description:
It was reported that a patient reused single-use supplies during an unspecified cycle of peritoneal dialysis therapy. The patient reported they received an unrelated alarm and started over with a new set and was still receiving the alarm. The technical service representative (tsr) discovered that the patient did not start over with new bags. The tsr advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in ¿homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.